Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed as the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in the twisting of only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the gastroplasty procedure, the "harmonic ace shears tweezers" of the bariatric kit presented a defect during the test of the generator, in which it was replaced and subsidized by the employee. The patient had no serious injuries.